Event description:
It was reported that the device had a potential performance issue as the device had to be explanted and replaced under five years because the device's battery voltage was low. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. It was also noted int the longevity test that the device met 78% longevity with battery at 96% on the depletion curve; projects to 81% longevity.